Event description:
Bd insyte autoguard bc 18g, upon starting intravenous (IV), could not get the IV to pierce the vein. After removal from patient skin the needle would not retract. Lot: 4305284, exp: 10/31/2027.